Event description:
It was reported patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to instability, pain, implant fracture and malalignment. All components were removed and replaced with a total knee system.

Event description:
It was reported patient underwent right total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to instability, joint pain and discomfort. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause was determined to most likely be due to improper surgical technique.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.